Event description:
The following information is from (B)(4) to nakanishi inc (nsk) regarding a device manufactured by nsk for (B)(4). (B)(4) event summary: customer indicated that when they were doing a composite filling on tooth #15 the patient complained of handpiece being too hot. They immediately stopped and noticed the handpiece smoking so finished procedure with a different handpiece. Customer indicated that the handpiece didn't appear to leave a burn or scar on the patient and so no medical intervention was required. (B)(4) complaint review: serial number (B)(4). Purchase date: (B)(6) 2009; age - 58 months. No other complaints for this serial number. B-USA investigation: repair history - one repair in (B)(6) 2010 for burr broken off in the chuck - burr was removed and unit tested to manufacturer's specification. The customer noted that the handpiece got hot during use and caused a burn on a patient's cheek. No repair call was found for this unit and the unit was never sent in for evaluation. When the unit was evaluated by the repair department, they found that the unit was heating up and making grinding noise. When disassembled, the inside of the unit was found to be very dirty. The gasket of head cap and gear sets were replaced. The repaired unit was returned to the customer. A dirty interior may be due to improper or lack of maintenance.

Manufacturer narrative:
As an investigational approach nakanishi inc., (B)(4) (manufacturer) examined the DHR for device (forza f5 serial no. (B)(4)). Nakanishi inc. Concluded that no problems had occurred during manufacturing or testing of the subject device, as evidenced in the DHR. (B)(4) conclusion: maintenance issue - a dirty interior may be due to improper or lack of maintenance. (B)(4) did not return handpiece to nsk for the manufacturer's evaluation.

Manufacturer narrative:
On (B)(4) 2016, nakanishi heard from the distributor that no additional information regarding patient was available.